Event description:
Healthcare professional reported "poor implants tissue dynamics - bilateral malposition of implant¿.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner device and creases flat leak test and microscopic analysis was performed which identified: device no leak, observed void >1 mm in non-textured, valve-to shell-bond area and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. Additional, changed, and/or corrected data: b.5, d.9, g.2, h.3 , h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.